Event description:
Caller reported a cgm error code issue related to their sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance by guiding the caller through a pump reset, which resolved the issue, allowing the caller to successfully start their sensor session.